Event description:
Same case as MDR ID: 2134265-2015-02349 and 2134265-2015-02351. It was reported that a stent dislodgement occurred. Access was obtained via the radial artery. The target lesion was located in the tortuous and calcified proximal to mid left anterior descending artery (lad). The lesion was predilated with a 2.50x20mm balloon and then a guidezilla guide extension catheter was utilized to aid in delivering a 3.50x16mm promus premier stent. The stent was successfully deployed; however, the physician noted a possible distal edge dissection beyond the stent. It was decided to place a 3.0x16mm promus premier stent to cover the dissection flap; however, upon attempting to advance the stent delivery system (sds), the physician noted some resistance at the proximal portion of the previously placed stent. When attempting to remove the sds from the guidezilla, the physician felt further resistance and under angiography it was discovered that the stent had separated from the stent delivery balloon. The dislodged stent was located at the tip of the guidezilla and the sds had been withdrawn into the guidezilla. The physician was able to advance a balloon catheter through the dislodged stent, partially inflate the balloon and remove the stent from the vessel, withdrawing it through the radial artery. When the guidezilla was removed, the physician noted that the distal tip of the device was partially ¿involuted¿. The dissection was treated and the procedure was completed. No additional patient complications were reported and the patient was discharged from the hospital in stable condition.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis along with a guidezilla extension guide catheter. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. Stent movement or stent detachment from the balloon is likely following interaction with another device during a procedure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02349 and 2134265-2015-02351. It was reported that a stent dislodgement occurred. Access was obtained via the radial artery. The target lesion was located in the tortuous and calcified proximal to mid left anterior descending artery (lad). The lesion was predilated with a 2.50x20mm balloon and then a guidezilla guide extension catheter was utilized to aid in delivering a 3.50x16mm promus premier stent. The stent was successfully deployed; however, the physician noted a possible distal edge dissection beyond the stent. It was decided to place a 3.0x16mm promus premier stent to cover the dissection flap; however, upon attempting to advance the stent delivery system (sds), the physician noted some resistance at the proximal portion of the previously placed stent. When attempting to remove the sds from the guidezilla, the physician felt further resistance and under angiography it was discovered that the stent had separated from the stent delivery balloon. The dislodged stent was located at the tip of the guidezilla and the sds had been withdrawn into the guidezilla. The physician was able to advance a balloon catheter through the dislodged stent, partially inflate the balloon and remove the stent from the vessel, withdrawing it through the radial artery. When the guidezilla was removed, the physician noted that the distal tip of the device was partially ¿involuted¿. The dissection was treated and the procedure was completed. No additional patient complications were reported and the patient was discharged from the hospital in stable condition.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).